Event description:
The customer called in for some error codes that they were receiving. While troubleshooting, customer service had the customer run normal control tests. The customer recdeived two control test results that were 58 and 62 mg/dl above the upper control limit. The customer did not allege any adverse events. The strips and meter are to be returned for evaluation, and replacement will be sent.